Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, high out of range pacing lead impedance was observed on the left ventricular lead. An x-ray was performed and lead replacement was discussed. The patient is stable and asymptomatic.

Event description:
Related manufacturer reference number: 2938836-2020-01512. New information received notes that the patient presented in-clinic for left ventricular lead replacement. The pocket was opened but the lead would not move. The physician decided to test all vectors and only one had high impedance so it was decided to reprogram the device to address the high impedance instead of lead explant. It was also noted that following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically as the physician did not want to risk opening pocket again and risking more infection. There was no allegation against the device. The patient was stable pre, during and post-procedure and will continue to be followed on merlin.net.

Event description:
New information received notes that the patient presented in-clinic for left ventricular lead replacement. The pocket was opened but the lead would not move. The physician decided to test all vectors and only one had high impedance so it was decided to reprogram the device to address the high impedance. It was also noted that the device was explanted and replaced electively as the physician did not want to risk opening pocket again and risking more infection. There was no allegation against the device. The patient was stable pre, during and post-procedure and will continue to be followed on merlin.net.

Event description:
New information received notes that the patient presented in-clinic for left ventricular lead replacement. The pocket was opened but the lead would not move. The physician decided to test all vectors and only one had high impedance so it was decided to reprogram the device to address the high impedance instead of explant. It was also noted that the device was explanted and replaced prophylactically as the physician did not want to risk opening pocket again and risking more infection. There was no allegation against the device. The patient was stable pre, during and post-procedure and will continue to be followed on merlin.net.